Event description:
It was reported that patient underwent plasma resection of the prostate on (B)(6) 2022. After the operation, indwelling catheterization was performed, with smooth drainage and good fixation. On (B)(6) 2022, the foley catheter balloon ruptured, and the catheter fell out. Then a new catheter was used immediately.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error).the device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews.